Manufacturer narrative:
The investigational analysis completed 5/13/2019. The device was visually inspected and it was found in good conditions. During the second visual inspection, the pebax was found cut, missing, and ripped off, leaving the helix exposed. Electrical testing was performed on the catheter and it was found within specifications. However, the thermocouple values were found out of specification. A failure analysis was performed. It was found that there is an electrical intermittence on the tip area creating the temperature issue. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. This issue does not represent any patient safety impact since the device is unable to deliver radio frequency energy to ablate. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found the pebax cut off and missing. Initially, it was reported that during an ablation procedure a temperature sensor issue occurred. No temperature records were available. Catheter replacement resolved the issue and the procedure completed. No adverse patient consequences were reported. The no temperature sensor issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 4/16/2019, the bwi pal received the device for evaluation upon initial inspection, the product revealed no physical damage. During a second visual inspection on 5/9/2019, the bwi pal found the pebax was found cut and missing, leaving the helix exposed. The cut pebax has been assessed as MDR reportable as the device integrity was compromised. The awareness date has been reset to 5/9/2019.